Event description:
Manufacturer's rep reported during a pump replacement case, a priming bolus was not performed. The previously implanted catheter info was unk, and the hcp was unable to aspirate existing drug from the catheter. The catheter volume was incorrectly programmed as 0.001ml.the new pump reservoir was filled with 1000mcg/ml of baclofen, programmed to deliver 150mcg/day of baclofen at a rate of 0.15l/day, or /0.00625ml/hour. The new pump was connected to the previously implanted, and drug-filled catheter without programming a bolus to prime the inner pump tubing volume first, per MFR's recommendation. At a pump replacement case when the previous catheter info is unknown. As a result the pt will receive drug from the catheter at the programmed rate, followed by sterile water from the inner pump tubing of the new pump and the pt will be underdosed for approximately 31-46 hours at the programmed rate. Following the underdose duration, the pt will resume drug therapy at the desired rate. The pt was given oral baclofen as needed, and reportedly experienced no adverse events or responses to the programmed underinfusion.